Event description:
Caller reported that customer was found unconscious. Patient's blood glucose reading with the freestyle was 55 mg/dl. Paramedics were called and reading of 22 mg/dl was received using an unknown meter. Approximately 10-15 minutes elapsed between tests. An IV was administered by the paramedics, and carbohydrates ingested. After treatment, paramedics once again tested customer and received a reading of 192 mg/dl. Customer tested with the freestyle after the paramedics departed and received a reading of 153 mg/dl. Time between tests was not captured.